Event description:
Almost six months after the index procedure, the patient complained of chest pain and thrombus was found within the implanted cypher stents.

Manufacturer narrative:
This patient presented to cardiac catheterization for elective treatment of a de novo lesion in the proximal to the distal left circumflex of 27.2mm in length in a 2.6mm vessel diameter. The (b2) concentric lesion was also described as bifurcated. Pre-dilation was conducted with a 2.5x15mm balloon at 8atm for 20 seconds. Then a 2.5x23mm cypher was deployed at 14atm for 60 seconds. It was followed by a 2.5x18mm cypher also at 14atm for 60seconds proximal to the 1st cypher overlapping it. Post-dilation was not conducted over the entire stent, but the overlapping portion was dilated at 16atm. Ivus was not conducted. Timi iii flows were recorded pre and post-procedure. The residual diameter stenosis measured 0%. Act was not measured. Almost six months later, the patient complained of chest pressure on exertion twice a week since the previous month. Cag was conducted and thrombus was observed inside the cypher at the overlapping portion. To treat the thrombus, aspiration and poba were conducted. Then urokinase was administered by i.v. The physician commented that the cause of the thrombotic event was because the patient sometimes forgot to take the anti-platelet medicine. This product is not distributed in the united states. However, it is similar to the us distributed device. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products used in the same procedure that were submitted under the following manufacturing numbers 9616099-2006-01148 and 9616099-2006-01149.